Event description:
It was reported that the customer was hospitalized because of premature contractions during pregnancy. It was stated that the doctor concluded that the device did not contribute to the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.